Event description:
The pt's precision system was explanted, due to pocket pain and ineffective therapy.

Manufacturer narrative:
The explanted device will not be evaluated as it was discarded by the medical facility.